Event description:
On november 12, 2007, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter would not turn on. The medical affairs specialist (mas) spoke to the patient on november 13, 2007 and obtained/verified limited information. The patient tests his blood glucose 2-3 times a day. He typically tests after meals and at bedtime. The patient takes a set dose of 50 units lantus insulin everyday before going to bed. He also takes 40 units of 70/30 insulin after eating breakfast and 35 units after dinner. The patient does not adjust his 70/30 insulin dosages. The patient informed the mas that the alleged meter issue started about a month ago. He was unable to indicate what his blood glucose levels were before the meter issue began. During the time of concern, the patient continued to take his insulin medications as prescribed although he was unable to test his blood glucose. The patient also mentioned that he had been going to a clinic periodically to have his blood glucose checked. The patient said that three days ago, his blood glucose level was up to "533 mg/dl" in the clinic. On the day he called lfs, the patient had gone to the clinic earlier in the day and had his blood glucose tested on a doctor's clinic's meter. The clinic obtained a blood glucose result of "342 mg/dl." The patient was reportedly treated with 200 units of lantus insulin. The patient denied having any symptoms of high/low blood glucose during the time of concern. It would have been helpful to know if the patient changed his diet or eating habits as a result of the alleged meter issue. The patient did not have a replacement battery to troubleshoot the alleged meter issue. He had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test his blood glucose for about 1 month with the reported meter because of the alleged power issue. During that time, the patient obtained elevated blood glucose results at a clinic and was given insulin treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned. Lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.